Event description:
Home care pt developed a leak in catheter and when home care nurse was unable to remove catheter, physician was called. Arrangements were made for pt to be taken to hosp as an outpatient the next morning (4/15) to have catheter removed and replaced. This was unable to be done and the catheter had to be surgically removed. Pt had to be hospitalized overnight following surgery.